Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump had moisture damage was found on electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that he fell into the ocean and the insulin pump alarmed a button error alarm. Customer's blood glucose was 133 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.